Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was 165 mg/dl. Subsequently, the pump was noted to be unresponsive. Reportedly, the customer connected the pump to a power source and the pump turned on. The customer reloaded the cartridge and resumed insulin delivery.